Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged black marks on the subject meters screen were not resolved with troubleshooting. Replacement product was sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.